Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer was instructed to disconnect from the site, load a new cartridge onto the pump, and successfully deliver a 9-unit bolus. Tandem technical support provided a one-time pump replacement.